Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n167707, implanted: (B)(6) 2009, product type: accessory. Product ID: 8709sc, lot# n175086007, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) involved with a clinical trial regarding the delivery of dilaudid (0.1mg/ml, 0.02303 mg/day), clonidine (100.0mcg/ml, 23.03 mcg/day ), and bupivacaine (2.5mg/ml, 0.5757 mg/day) in an implantable infusion pump for non-malignant pain and post lumbar laminectomy syndrome. While attempting to replace the pump during a pump revision (elective replacement indicator was at 2 months as of (B)(6) 2015 interrogation), the incision needed to be extended. A catheter break/cut occurred while extending the pocket incision; lumbar portion of catheter was clipped. A catheter revision was required; catheter repair kit was used. The event resolved without sequela as of (B)(6) 2015.